Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stoppage events were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the low speed and pump stoppage events that occurred while the patient was supported by the mpu could be indicative of driveline damage. The submitted log files contained overlapping data from (B)(6) 2020. The log files captured a transient low speed advisory alarm on (B)(6) 2020 associated with pump speed dropping to 3640 rpm. Furthermore, the log file captured multiple low speed advisory alarms on (B)(6) 2020 as well as a pump stoppage event with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the mpu and appear to resolve when the patient switches to battery power. The log file also captured no external power alarms on (B)(6) 2020 (addressed under MFR # 2916596-2020-04772). No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13nov2012. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous perc lead repair is reported under MFR# 2916596-2019-02216. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04772. It was reported that device had low speed advisories (low of 3640) and one pump off alarm on (B)(6) 2020. The hm2 lvad had a speed set at 9200 with low speed 8800. The patient was tethered on mpu at the time the low speed advisories / pump stop event occurred. The patient currently has a full length driveline repair approx. 4 inches from the exit site that was performed on (B)(6) 2019. Log file analysis showed 1 pump stop and 6 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. Additional information received on 22sep2020 states that patient has no enough driveline to do another repair. The x-ray was unremarkable. Additional information received on 28sep2020 states that patient was given power module and ungrounded patient cables. Patient was discharged to home with no further alarms. Patient is currently using only batteries or power module with ungrounded patient cables. It is unknown if the percutaneous lead was exposed to trauma. Patient did not gain/lost weight and alarms were not triggered with torso movements.